Manufacturer narrative:
The astral device was returned to resmed. Evaluation confirmed the reported complaint. The pneumatic block was replaced to address the issues. The device was serviced and fully tested before it was returned to the customer.the reportable event occurred outside the us. During a routine check of complaints records it was detected that the event is reportable in the us. This report is being submitted to correct the error.resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (system fault). During evaluation, device failed to complete its internal self-test. There was no patient harm or serious injury reported as a result of this incident.

Event description:
During resmed evaluation, an astral device failed to complete its internal self-test. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to an isolated component failure within the device pneumatic block. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).